Event description:
I am (B)(6), I have the inspire implant for sleep apnea. I had my inspire implanted on (B)(6) 2019 by dr. (B)(6), my generator serial no. Is (B)(6), simulation lead is (B)(6), sensing lead is (B)(6). For over a year or so, I started experiencing loss of stimulation. I am waking up in the middle of the night, stimulations are absent, my tongue is not moving; or stimulations are extremely mild, and my tongue is not moving either. Stimulations restore after I manipulate the device through the remote: turn on/off the device or change the stimulation intensity. Today, I had to lower the intensity for stimulations (very counterintuitive pattern) to reappear. Once I lowered the intensity of the stimulations (from 4 bars to 3, corresponding voltage change from 0.4 to 0.3 volts), the stimulations reappeared - although on a much milder intensity. When I reverted my stimulation intensity level back to 0.4 volts, for some time stimulation intensity was feeling subjectively normal and my tongue was moving normally as well. However, in two hours I woke up again, and noticed the problem has re-appeared; stimulations were extremely mild, and my tongue was not moving. This is a persistent issue. It happened on many nights, and I complained multiple times to my ent (dr. (B)(6)) and my inspire representative in the (B)(6) area ((B)(6)). (B)(6) has been very unhelpful and consistently insisted the device is behaving as expected. Recently, I discussed my symptoms with dr. (B)(6), an ent doctor who performs inspire surgeries. Dr. (B)(6) confirmed that this issue is a concern and that the device is either improperly configured or, most likely, malfunctioning. Furthermore, I discovered that the inspire device, including my model number, has been a subject of numerous FDA recalls, with symptoms - including loss or diminishing of stimulation - particularly matching recall ID 94658. My device was implanted earlier than the devices mentioned in the recall. Nevertheless, given the similarity of my symptoms to those stated in the recall, I strongly suspect that my device has failures similar to those mentioned in the recall itself.